Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to manual injections and continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.